Manufacturer narrative:
The event was reported via a user facility medwatch report (B)(4). A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years after implantation of a vena cava filter, the patient presented to the emergency room with chest pain. X-ray imaging demonstrated a detached filter limb in the right pulmonary artery and a detached filter limb in the pericardium. The filter was removed from the ivc; however, the detached limbs could not be retrieved. The current patient status is unknown.